Event description:
New information received on august 3, 2018 stated that programming changes were made. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, intermittent undersensing issue was observed on the ventricular channel and the r-wave was low due to the undersensing issue which was observed during a pause episode. Programming changes were recommended. No further information available.